Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has physical damage on their insulin pump. The customer stated that the bottom of the pump opens up after being pushed by the motor when the customer attempts to prime. The patient's blood glucose level was 164 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, loose and protruded drive support disk, scratched display window, cracked reservoir tube lip, cracked battery tube threads and a detached end cap.